Event description:
Complainant reported contamination.

Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. It was reported that the product had not been used as the customer found this defect during their coming inspection. No additional event details have been provided to date. Should a return sample or additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.